Event description:
Boston scientific crm received information that this lead was unable to pace in a unipolar configuration but could in bipolar. The thresholds are very high as well as rising impedance measurements with readings in the 1700 ohms range. The lead was unable to capture in unipolar. The automatic capture (ac) setting is on and the daily measurements in the logbook are showing ac measurements are low and there are some retry readings. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
Boston scientific technical services was consulted and suggested that they should explore a lead dislodgement based on the high thresholds and the age of the implant it could be a good possibility. The boston scientific sales representative was going to suggest a x-ray to the physician to determine lead viablility.